Manufacturer narrative:
The investigation into the ventricle perforation has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the cause of the ventricle perforation was most likely patient condition related.

Event description:
The user facility reported a 93-year-old female in for high risk percutaneous cardiac insertion presented for impella support. The patient was experiencing profound hypotension during support. Further investigation found pericardial effusion resulting from an impella left ventricle perforation. The device was removed and the injury repaired, however, the patient required ECMO support due to continued instability.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.